Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). Rep reports an impedance issue on the ins. No environmental/external/patient factors that may have led or contributed to the issue. When checking impedances, there was a persistent issue with electrode 0 even when impedances were ran as high as 4.0. The lead was reseated multiple times and the channel was ensured dry; amplitudes were increased when running an impedance check. After several attempts, the ins was replaced and the issue was immediately resolved. No patient symptoms and no further complications have been reported as a result of this event.